Event description:
It was reported that the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. The customer's blood glucose (bg) was 270 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.